Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-00325-00 for details pertinent to this event. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had a tracheostomy exchange on (B)(6) 2025 with the same tube type, different lot number. On the morning of the event at 9:30, they were notified that the tube had come out. On approaching the bed space the anesthetists told them that when he arrived the clip was undone. They took over patients airway and reinserted another tube. There was patient involvement but no patient harm.